Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 2. The home patient (hp) stated the supply bag fell and disconnected. The sample was discarded. No patient injury or medical intervention reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). A batch review was performed, with no defects noted. A labeling review was completed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).